Event description:
It was reported that during an ascending colectomy (at the 1st firing) in a laparoscopic ileocecal resection, it was observed that the firing stopped midway, and the jaws would not open. The manual release lever was used to release. Afterwards, a replacement was used and avoided the area where it was pinched, and it was fired with shifting it about 1 cm to the side. There was a motor sound before closing the anvil after clamping the intestinal tract, so it was hurriedly removed from the intestinal tract. It did not touch any buttons. There was a motor sound twice, but it was actually usable, so the device continued to be used, and the surgery was completed. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2026 d4: batch #unk additional information was requested, and the following was obtained: - was the firing sequence started but not completed?=>yes if yes: did the device deliver any staples?=>unk if yes, were the staples formed properly? If yes, was the staple line complete? - did the device cut?=>unk if yes, was the cut line complete? If yes, was there any issue with the cut line? -- was there any difficulty opening the device jaws?=>no attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a98w7h, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with a battery loaded on the device and completely drain and no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Additionally, a photo was provided and it showed two devices from top view. Both devices show a battery inserted and a blue reload loaded. On of the device can be seen with the bailout activated and the second show the door attached. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.